Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital in unstable condition due to event unrelated to the device; the patient had high blood pressure episode. During device interrogation, noise on the lead was observed. The patient was asymptomatic to the event and the noise was very short; the physician elected to perform no intervention. The patient was discharged from the hospital.